Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify a33 alarms due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. However, the motor was tested outside of the device and passed. All operating currents are within specification and passed displacement test, self-test, off no power test and a21 error test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.